Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated severe pain with daily activities and intercourse, chronic urinary tract infections as well as vaginal bleeding and reoccurring stress incontinence, and mesh erosion.